Event description:
It was reported the subject device experienced a color distortion of the image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Section e1 shortened from: (B)(6) to: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image green screen is related to the deterioration of the insertion tube of old products. Caused by a component failure of the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.